Event description:
It was reported that the customer's insulin pump had an error alarm during the manual prime process. It was stated that the customer did not have a back up plan and would contact the doctor to get one in place. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk. The insulin pump had a missing end cap sticker.